Manufacturer narrative:
The reported no communication was confirmed in the laboratory and was due to a low battery voltage. During testing, high current condition was observed in the hybrid; however, the high current condition was subsequently lost. The cause of the high current was not determined.

Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.